Event description:
A surgeon reported a sys message was received during a procedure. The cassette was switched out but did not solve the problem. The sys was replaced with another and the case was completed. Pt impact is unk at this time. Add'l info was requested but none has been received to date.

Manufacturer narrative:
A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).